Manufacturer narrative:
Updated device not evaluated code.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up and down keypad buttons are intermittently unresponsive beginning a month ago. There was no reported patient impact associated with this complaint. The patient reportedly keeps the pump in a pocket and does not clean the pump. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The keypad buttons did not have spring back or click normally. There was evidence of keypad contamination found under key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.